Manufacturer narrative:
Device used for treatment, not diagnosis. Device used in a vetinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A service & repair evaluation/review was attempted; the investigation of the complaint articles has shown that: lot: 2690120 part: 319.09. No service history review can be performed as part number 319.09 with lot number(s) 2690120 is a lot/batch controlled item. The manufacture date of this item is 25-jan-2011. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair department documented the depth gauge has a broken tip. The issue was identified during routine maintenance. There was no patient or procedure involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed. The returned depth gauge is found to be missing the headpiece. There is no damage noted to the remainder of the device. A visual inspection, drawing review and device history record (DHR) review were performed as part of this investigation. The complaint regarding the broken tip was not confirmed. The device was found to be missing the headpiece. Replication of the complaint condition is not applicable. The drawings were reviewed during investigation. The length of the measuring hook (from the slider to the tip of the measuring hook)was measured to be within specification. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The missing headpiece likely occurred during sterile processing. There were no issues during the manufacture of this product that would contribute to this complaint condition. There was no known reported patient involvement associated with the complained event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 319.09, lot# 2690120. Manufacturing location: (B)(4), manufacturing date: jan 21, 2011. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair evaluation was completed for part# 319.09, lot# 2690120. The customer reported the tip was broken. The repair technician reported the tip was broken. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.